Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment loosened in the patients mouth. The patient presented to the office with the healing abutment loose, sitting above the platform. The abutment was removed and the dentist tried to seat an impression coping, but was unsuccessful. The implant remains implanted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: bost3213, 3i t3â® non-platform switched tapered implant 3.25 x 13mm; lot number unknown g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4109, 4110, 4111 and 4115. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One certain® ep® healing abutment (imha356) and one 3i t3 non-platform switched tapered implant (bost3213) were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specification and conforming when they left zimvie. DHR review could not be performed since the lot numbers associated to the items were not provided. A complaint history review by item number was conducted for the imha356 & bost3213 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported products for similar events (complaint category keyword: loosening). Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event couldn't be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the probable cause for the reported event is failure to torque abutment to specification or placement of devices in patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.